Manufacturer narrative:
Product testing was not performed as the cause of the reported complaint of lead migration cannot be determined through such means. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt (B)(6) experienced a loss of stimulation coverage. An x-ray revealed the lead had migrated and was in the ipg pocket. Surgical intervention was undertaken to explant and replace the lead. Effective stimulation was restored.